Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the unit was smoking and not communicating. The event did not occur during surgery. No harm or delay were reported. No adverse events were reported as a result of this malfunction. No further information is available at this time.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h8 and h10. Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.